Event description:
Two pts experienced reactions to first use of this type of dialyzer. On 8/29/94, the pt developed chills one hour and five minutes into the treatment. Her temperature was 99.5. Her dialyzer was a first use which had been packed in renalin. It was not until this episode that the rptr realized that an episode the pt experienced on 8/26/94, may have also been a reaction to first use of the dialyzer. On that day within the first hour of treatment, the pt developed chills and had a temperature of 102.8. The pt was hospitalized and started on antibiotics. The pt's blood culture was negative, the machine culture was negative and the endotoxin test of the water was negative. The pt had been using this type of dialyzer less than a month. She was a new pt to the facility. She was changed to a cellulose acetate dialyzer and had no further episodes. The rptr stated that 85 to 90% of the pts at the facility use this dialyzer. (Also see 1003528.)